Event description:
The product report indicated the stimulator was replaced when the device could not be interrogated; no telemetry was detected from the unit. The hcp indicated the product was retrieved due to premature battery depletion. There was no injury to the patient; following ipg replacement, the patient continued to receive dbs therapy.

Manufacturer narrative:
Final device analysis results reveal broken welds were detected at the bond wire pads; evaluation confirms the reason for product return.